Event description:
After the femoral impactor was used, it easily cracked and broke. It is too weak to use it. The material has to be stronger and be replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint is still in investigation. Depuy synthes will notify the FDA of the results of the investigation upon its completion.